Event description:
Complainant has been using 2 different blood sugar level meters manufactured by the same company. Readings consistently differ by ~25%. The discrepancy could lead to incorrect insulin administration. Complainant had contacted MFR, but received no response.